Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with a implantable neurostimulator (ins) for n on-malignant pain. It was reported that all connectivity checks and impedances were fine. The rep noted that some values were on the higher end of normal, but still within range. The rep checked again after the ins was placed and impedances on contact 10 were >40k with all pairs and it was showing red on the connectivity check. The rep wanted to know how this happens; technical services reviewed opens in general and possibilities of how they can happen. It was also reviewed that it would be unlikely that the rep would be able to use contact 10 in any programming. This was noted to be an out of box failure. No symptoms were reported. Additional information was received from the rep reporting that the cause of the high impedances and the connectivity check showing red was not determined. The rep said they did not take any actions as the patient¿s connections as well as impedances had all been checked and were fine prior to suturing the patient. The rep stated that it was only before leaving room that they checked one more time and this existed. The high impedances and the connectivity check showing red had not yet been resolved. The rep said they checked in post op, ran current through them briefly and nothing had changed. The rep said they will see the patient on tuesday (B)(6) and evaluate them again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the high impedances weren't resolved, electrode 10 was still greater than 10,000. No further complications were reported.